Event description:
Caller reported a cgm error related to the sensor. There was no adverse impact to the customer's blood glucose level. Caller received assistance from technical support for a pump reset, which resolved the issue, allowing the sensor session to start successfully.